Event description:
Rn of home patient (hp) reports hp was infused with excess air during treatment on homechoice device. Rn reports hp has had shoulder "pain"; however, notes no x-ray was performed to confirm presence of air. Rn reports hp is aware and follows proper priming procedure. Rn reports "pain" has dissipated on its own, with no resulting injury.